Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to hyperglycemia as well as had issue with liver on unknown date with blood glucose level was 311 mg/dl. Customer had been treated with manual injections to control blood glucose level while in the hospital, but father states customer had also been using the insulin pump during the time to help control blood glucose level. Customer said the high blood glucose level was related to the steroids. Offered to troubleshoot for the high blood glucose level and father declined. The device will not be returned for analysis.